Manufacturer narrative:
Follow-up report will be filed if more info becomes available.

Event description:
It was reported that the pt was placed on a pump in 2007. Two days later, pump stopped running and monitor "displayed nothing". Md attempted to turn pump back on, but it did not respond. Pump was exchanged. After removed from pt, pump was switched on again and monitor displayed a "8.7 v" charge voltage for battery. Every few seconds, voltage decreased by "about 0.3 v". Screen disappeared and pump alarmed within a few mins. There were no reported pt complications.